Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/14/2020. H.6. Investigation: five actual samples were received by our quality team for evaluation. One of the samples was from nipro and mistakenly sent so only four of the samples were evaluated. Those four samples were subjected to visual inspection and perforation testing. The samples failed the perforation test as they were unable to be separated; therefore, the incident could be verified. At the packaging perforation station, there is a perforation knife to create perforated cuts. Based on the investigation, the probable root cause could be due to the perforation knife wear and tear, causing the unclear perforation cut lines and the production technician may have been unable to detect the good and bad perforation cut lines, hence parts flow to next process. DHR for packaged needle (pn) was performed for batch 9112914 (catalog 302008) no quality notification was raised for past 12 months on poor perforation.

Event description:
It was reported that there was poor perforation of packaging thus compromising sterility with a bd needle 23g 1-1/4in. This occurred on 100 separate occasions prior to use. The following information was provided by the initial reporter: when attempting to separate the individual needles, the perforations in the plastic and paper are not at times complete, so the covers tear. This requires the unit to be disposed as the sterility is compromised.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was poor perforation of packaging thus compromising sterility with a bd needle 23g 1-1/4in. This occurred on 100 separate occasions prior to use. The following information was provided by the initial reporter: when attempting to separate the individual needles, the perforations in the plastic and paper are not at times complete, so the covers tear. This requires the unit to be disposed as the sterility is compromised.